Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The customer is returning the set for investigation. (B)(6) this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a leuko reduction filter was received for investigation. The filter was rinsed with saline and a slow flow rate was observed. Wbcs were noted to be accumulated in areas of the filter. The filter was tested for air leaks and none were found. The filter was disassembled to visually examine the filter membranes; no abnormalities were noted. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. A search of this lot number for similar complaints showed none had been reported root cause: a definitive root cause for this failure could not be determined. There were no anomalies noted in the manufacturing or testing and inspection records for this lot. Leuko cytoreduction failure is commonly caused by the following factors: characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage.